Manufacturer narrative:
Other text: additional information h10: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection revealed that the screen was damaged. Functional testing revealed there was no power to the pump and j9 connector not meet factory specifications. Per procedure, repair was performed to the j9 connector. The pump was retested, and the unit passed all functional testing. The root cause for the reported issue could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) .

Event description:
Information was received indicating that the medfusion 4000 pump was initially reported to have displayed a primary audible alarm. Upon inspection from a smiths medical technician, the pump was not able to be powered on and it had screen damage.